Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for one day due to diabetic ketoacidosis. Customer was treated with intravenous insulin while in the hospital.